Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd microlance¿ 3 needle was blocked during use. The following information was provided by the initial reporter, translated from french to english: "difficulty in carrying out check-ups for newborns. Venous sampling and absence of blood return in the needle."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6) 2021. H6: investigation summary a device history record review was performed for provided lot number 200608 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. Samples were shipped to the facility for evaluation. Unfortunately, the physical samples were unable to be located upon delivery and therefore, our quality team was unable to complete a thorough inspection of the returned samples. If the samples are found, a new investigation can be completed. To aid in the investigation of this issue, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation. The retained sample needles were assembled with an emerald syringe. None of the samples displayed signs of clogging. Based on the investigation results, an exact cause related to the manufacturing process could not be identified for this incident.

Event description:
It was reported that the bd microlance¿ 3 needle was blocked during use. The following information was provided by the initial reporter, translated from french to english: "difficulty in carrying out check-ups for newborns. Venous sampling and absence of blood return in the needle."